Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that the next day, on (B)(6) 2019, the cgm was displaying 148 mg/dl but she felt funny. She started to eat candy but it was too late and she passed out and not remember what happened. Her son later told her that she had convulsive type shaking, could not speak, and was sweating profusely. He called the paramedics and when they arrived, they did a finger stick and her bg was 25 mg/dl but the cgm was 138 mg/dl with the arrow pointing straight to the side. They inserted an intravenous (IV) in her hand and gave her IV glucose. She was not taken to the hospital. After she regained consciousness the paramedics instructed her son to give her a peanut butter and jelly sandwich and a soda. The patient recovered and at the time of contact was doing good. Additionally, the patient stated that on (B)(6) 2019 she continued to have inaccurate readings with the same sensor. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.